Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11 device evaluation: intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument for failure analysis evaluation. The instrument was tested on an in-house system and passed both the recognition and engagement tests. It exhibited intuitive movement with a full range of motion in all directions, and the tips opened and closed as intended. Both the cut and seal tests were conducted and passed. Review of the logs revealed no failures. The instrument was fully functional, and no product issues were identified. Additional information: a review of the energy log shows that the vse instrument was installed and passed homing 9 times. There were 48 cut complete events, 3 coag events with no errors, and 135 seal events with 2 high initial starting impedance errors. The logs show 1 high initial starting impedance error at the same time stamp as one of two errors seen in the logs above. There were some other errors as well that are not related to this instrument (engagement issue, radiofrequency identification (rfid) issue etc.).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted proximal gastrectomy procedure, the vessel sealer extend (vse) instrument did not adequately seal or cut the tissue. During the sealing sequence, a continuous audible tone was heard while the pedal was pressed, followed by three rapid tones upon completion, indicating the end of the sealing cycle as expected. However, upon unclamping, the tissue was observed to be insufficiently sealed, resulting in minor bleeding and oozing. An estimated 100ml of blood loss occurred, which was managed with cauterization. Although some bleeding was anticipated, the volume exceeded expectations. Additionally, tissue frequently adhered to the instrument jaws; however, no additional tissue removal was necessary. The procedure was successfully completed.